Event description:
An impella 5.5 was inserted via the axillary/subclavian artery in a 68-year-old male who presented with acute decompensated chronic cardiomyopathy. The patient had a prior history of coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, and renal insufficiency. The left ventricular ejection fraction prior to device insertion was reported at 15 percent, and the activated clotting time at the start of support was 308. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory failure. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During support, the patient experienced a cerebrovascular accident on tuesday night and was taken to interventional radiology for clot removal per report. The event was described as thrombus formation with associated stroke requiring surgical or procedural intervention. It was reported that the patient had not been off anticoagulation at any point during support. Ischemic stroke and thrombotic events are known potential complications in patients with severe left ventricular dysfunction, cardiomyopathy, prior coronary artery bypass grafting, diabetes, renal insufficiency, and cardiogenic shock requiring mechanical circulatory support. Given the patient¿s significant comorbidities, low ejection fraction of 15 percent, ongoing critical illness, and requirement for vasoactive and ventilatory support, the reported thrombotic event and cerebrovascular accident are consistent with the known risk profile in this patient population. A comprehensive review of the available information does not identify evidence to suggest that a device contributed to the reported event. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
Thrombosis/stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
Additional information was received reporting the stroke was resolved with evacuation in ir. The patient had support withdrawn and pump was not explanted from the patient.

Manufacturer narrative:
B5: additional event information received.